Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tni) result that was generated by the unice dxl 800 access instrument. The initial accu tni result was 0.48ng/ml. The customer recentrifuged the original sample and retested for accu tni (unk why the sample was retested). The repeated accu tni result was 2.51ng/ml. The customer then tested the sample for accu tni on a different instrument in the customer's lab. The result obtained from the other instrument was 0.17ng/ml. It is unk if the erroneous result was reported out of the lab. There was no notification of death or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
The specimen was collected into plastic, lithium heparin tube and centrifuged at 2,800 rpm for 10 minutes. Service was not sent to the site as the customer is working with principle systems specialist on impercision issues. It has been determined that sample quality mainly contributed for the accu tnl imprecision. The customer is switching tubes and getting a different centrifuge. Sample integrity has been identified as a root cause in his event.